Manufacturer narrative:
Batch review performed on 17 may 2018; lot 072776: (B)(4) items manufactured and released on 05 december 2007. Expiration date: 2012-10-31; no anomalies found related to the problem. To date, all items of the same lot have been sold without any similar reported event. Other device involved liner: cc e cc light flat pe liner ø 28 / e reference 01.26.2844stt (k103352); lot 060220: (B)(4) items manufactured and released on 18 april 2006. Expiration date: 2011-02-28; no anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event. Clinical evaluation performed by medical affairs manager: partial hip revision surgery (stem, head and liner) occurred 10 years after primary cementless total hip arthroplasty. Radiographic image provided shows the presence of localized osteolytic lesions around the stem that looks slightly varus. Polyethylene wear is a common long-term finding, described and quantified in literature, when standard polyethylene liners are usedand and it could be a possible cause of this event.

Event description:
On (B)(6) 2018 we were informed that the surgeon will revise on (B)(6) a patient due to stem loosening and insert suspected wear.